Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. This complaint will be reassessed if device is received at a later date. A clinical review has taken place, confirming no patient harm, or need for additional treatments, therefore no further investigation was required. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the event reported has been reviewed, with similar instances being monitored to determine if additional actions are required. Blockage, canister full, false and constant alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment an alarm for full occurred even though the canister had already been replaced. This caused a delay over 30 minutes, the treatment was completed with a backup device and there was no harm or injury to the patient.